Event description:
On (B)(6) 2004, the patient was implanted with two gore excluder aaa endoprostheses to repair a 5 cm infrarenal abdominal aortic aneurysm. Completion angiogram did not show any endoleaks. On (B)(6) 2009, the patient underwent a computed tomography angiography that revealed a type ii endoleak. On (B)(6) 2010, the patient underwent a formal angiogram that revealed a type ii endoleak. Coil embolization was performed. On (B)(6) 2011, the patient underwent a follow-up computed tomography angiography that revealed a type ii endoleak.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).